Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic necrotic cyst during a cystogastrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. The physician attempted to deployed the second flange multiple times, but the second flange remained covered by the outer sheath. The device was removed from the patient with the stent still partially deployed on the delivery system. Two double pigtail stents were placed to complete the procedure. There were no patient complications reported as a result of this event.